Event description:
Malfunction: system shut down and could not be rebooted. The customer reported that the system shut down during a case and could not be rebooted. The physician had to change to manual technique at the end of the surgery. The surgery was completed and there was no pt harm.

Manufacturer narrative:
Add'l info has been requested for svc activities. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).